Event description:
It was reported that the urine leaked from foley catheter, but the leakage location was unclear. Per additional information via email from ibc on 03jul2023, even though checking the returned sample, representative could not visually confirm the leak location. An investigation for leak should be performed on both the catheter and the drain bag. Per investigator's notification received on 05dec2023, the temperature wire was protruding from the shaft, the balloon was mushroomed, sample port disconnecting from tubing and the scratches/abrasions found on the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from foley catheter, but the leakage location was unclear. Per additional information via email from ibc on 03jul2023, even though checking the returned sample, representative could not visually confirm the leak location. An investigation for leak should be performed on both the catheter and the drain bag. Per investigator's notification received on 05dec2023, the temperature wire was protruding from the shaft, the balloon was mushroomed, sample port disconnecting from tubing and the scratches/abrasions found on the inlet tube of the drain bag.